Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in the or for a scheduled lead revision due to lead noise. Noise was reproducible with isometrics. The lead was capped and replaced due to insulation. The patient was stable and will continue to be monitored.